Event description:
Caller reportedly received the following results on an mobile meter, compared to a professional meter (unknown), within 10 minutes: 222 mg/dl (mobile) and 100 mg/dl (doctor's meter). No death or serious injury reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.